Event description:
Additional information obtained via follow up indicated that the infection has resolved.

Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient had an infection located at the ipg site. In turn, the patient underwent surgical intervention wherein the entire system was explanted.